Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump wake button became intermittently stuck. Reportedly, the customer pressed the wake button down several times to resolve the issue. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.